Manufacturer narrative:
The pump was returned to animas and evaluated by product analysis on 05/13/2011. All keypad buttons were found to be intermittently responding to presses. The keypad was removed and adhesive was observed under the button contacts.

Event description:
Patient reports that up arrow button has been intermittently responding for two weeks and today is completely unresponsive. Patient does not clean the pump. Patient wears pump attached to belt.